Event description:
The device was evaluated during preventative maintenance. During the evaluation, it was noted the device was not receiving alternating current power due a power supply failure. The device's power supply was replaced to address this issue. In addition, the device is not recognized by the computer (test station) due to a fault in the interface board. The device's printed circuit board assembly (pca) interface was replaced to address this issue. The device settings were restored to factory settings following testing and verification procedure for the device. All necessary checks were carried out to certify the restoration of the conditions prior to the device failures. Additional findings not related to the malfunction/issue: during bench repair, it was noted the front enclosure was ill-fitting, not allowing for correct assembly of the equipment. The front shell was replaced to address this issue.